Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance from emergency medical services due to a low blood glucose (bg) level (value not provided). The cause was not provided; however, customer's healthcare professional recently made changes to pump settings. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.